Manufacturer narrative:
Suspect product discarded.

Event description:
On (B)(6) 2021 a patient (pt) in (B)(6) reported a diagnosis of corneal ulcer about 4 years ago (2017) while wearing the acuvue® oasys® with hydraclear plus® brand contact lens (cls). The pt was unable to provide which was the affected eye, the medication name and treatment frequency prescribed, or the treating eye care provider (ecp) contact information. The pt is unable to provide any additional medical information regarding the corneal ulcer event. This event is being reported as a worst-case event as we were unable to verify the diagnosis and treatment. The lot number is unknown. The suspect cls is not available for return for evaluation. No additional evaluation can be conducted. If any further relevant information is received, a supplemental report will be filed.